Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The ventilator failed the pre-use check (puc) during the internal leakage test. An onsite investigation was conducted by our field service engineer. The pressure transducer printed circuit board (pcb) were defective and were therefore replaced. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can't be confirmed due to the lack of logs. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The pcb were sent for further investigation. An ocular inspection of the returned parts revealed no abnormalities. A simulated test was performed on the pcb, which had previously undergone multiple successful puc, both prior to and following a 72-hour ventilation period using a test lung. Upon disassembly of the plastic connector attached to the pcb, presumed to be debris and/or dirt was observed. Microscopic inspection of the sensor cavity revealed no abnormalities. We conclude that the device failed to meet its specifications during the reported event. As the reported issue could not be reproduced at the manufacturer's site, it was not possible to confirm any part failure and thus the root cause could not be definitively established.